Event description:
Pt came to surgery for removal of ureteral calculus. The urologist was able to get the stone in the stone basket, but then the basket became stuck in the ureter. The basket of the stone was cut & left in; future surgery probable. Could be user error.